Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer would not interrogate any device due to an error. As a result the hard drive was reimaged and software was reloaded. It was also noted that there were broken tabs on the power cord bay door, the stylus was missing and an error was noted in the error log, the link electronic module (lem) circuit board was calibrated to address this error.

Event description:
It was reported that the programmer would not interrogate any device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2290 pacing system analyzer. (B)(4).